Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported heat damage that was found on components from an aquabplus 1500 system. It was reported the event was caused by a power outage. The heat damage was present on the power board and the wiring harness to stage 2, where the wiring harness connects to the power board. The biomed replaced the power board and wiring harness to resolve the reported issue. The damaged parts were reportedly returned to the manufacturer for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: h3 plant investigation: despite reports that the sample was returned to the manufacturer for physical evaluation, to date no parts have been received. However, the reported event was confirmed based on a photo that was provided of the damaged machine component. The issue was resolved onsite by replacing the cable connection between the 24 vdc power supply and the motherboard. Upon review of the available machine files, the reported power outage was confirmed. The issue was most likely caused by an electrical connection issue which resulted in a power outage. Review of the complaint history revealed that the reported event is a known issue. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Review of the instructions for use (IFU) was not required because the issue was not user related. A review of the service manual (sm) revealed that a visual inspection of the aquabplus is required as part of the technical safety check. Based on the provided picture, the reported event was confirmed. The heat damage identified on the connector was attributed to an overheated electrical contact caused by a connection issue or poor electrical contact.